Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01137. It was reported that the patient experienced ineffective stimulation with their drg system. Diagnostics revealed high impednaces on one lead. Imaging revealed that the other lead had migrated out to the epidural space from the drg placement. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A physician explanted drg leads due to lead migration was reported to abbott. No devices were returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.